Event description:
It was reported via or nurse that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately 7 years due to thickened leaflets with likely some vegetation. Records indicate the patient was diagnosed with prosthetic mitral valve stenosis and insufficiency. Explant operative report indicates, " the [subject] prosthetic mitral valve was exposed and one of the leaflets at the posterior commissure was calcified and immobile. The other 2 leaflets were significantly thickened." The valve was explanted and replaced with another bioprosthetic valve. The patient underwent a tricuspid valve repair during the same operation. No reported complications.

Manufacturer narrative:
Evaluation method: x-ray. Device evaluation summary: moderate calcification was observed in the cusp area of leaflet 2, minimal to moderate calcification was observed in the cusp area of leaflet 1 and minimal calcification was observed in the cusp area of leaflet 3. The free margins of leaflets 1 and 3 exhibited minimal to moderate calcification, free margin of leaflet 2 exhibited heavy calcification. Host tissue was minimal at both the stent inflow and outflow. However, host tissue fused leaflets 1 and 2 at commissure 2 on the outflow aspect by approx 4mm. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. A tear was also observed on leaflet 3 at commissure 1, tear measured approx 2mm. Calcification was observed at the region of the tear. Additional manufacturer narrative: device evaluation indicates calcification as the primary cause of the reported stenosis and regurgitation leading to this explant, in addition to moderate host tissue overgrowth at one commissure. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.